Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the consumer indicated that the cause of the stimulation output issue was depleted aa batteries and that the issue was resolved. No additional complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient doesn't feel stimulation and it was concluded that therapy was on. Patient experiences constant constipation. The patient was robbed and beat up in (B)(6) 2017 which is related to the experienced symptoms and device issues. Patient reported stimulation at 3.8v and increased it to 4.8v, but still didn't feel stimulation. Patient was advised to contact their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.